Event description:
It was reported that the patient was hospitalized with blood glucose levels greater than 500 mg/dl and abdominal pain. It was stated that the cannula was bent, but the patient never received a no delivery alarm. Troubleshooting was performed with the patient, and the insulin pump was programmed correctly. The insulin pump passed the high pressure test. The patient stated that he would be calling back to provide further information regarding the hospitalization. Nothing further was reported at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.